Event description:
The patient reported pocket stimulation. It was noted the device switched polarity to unipolar, and there was a lead warning. Bipolar impedance was 262 ohms, unipolar was 292 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.